Manufacturer narrative:
E1; patient city; (B)(6)patient country;(B)(6)

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6) it was reported that patient faced infusion set leakage at site event on (B)(6)2024. Infusion set has been used for 3-4 days. No further information available